Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a 5" (13 cm) appx 0.25 ml smallbore pressure infusion (400psig) ext set w/purple clamp, luer lock, drop-in microclave®. The customer reported that the tubing detached at some point between the start and the middle of a patient's infusion. There was no harm associated with the reported event.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history record (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided.